Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted cs 006 call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 12/16/2015 with the following findings: a review of the pump black box data and alarm history showed no evidence of call service alarms related to the complaint. During investigation, the pump powered on with no alarms. During 24 hour duration testing, a cs 006 call service alarm occurred. Evaluation revealed that the eeprom component had failed. Unrelated to the complaint, investigation revealed that the display was dim and discolored.